Manufacturer narrative:
This part is not approved for use in the united states, however, a similar device with product ID c01a and 510k #k041584 was marketed in the united states. Neither the device, nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with a pre-op diagnosis of primary osteoporosis and compression fracture. It was reported that during bkp for l1, the back wall was cracked and leakage occurred from there into the spinal canal. After that the saturation dropped. The relationship with ope itself is unknown, but after that, the condition deteriorated before waking up from anesthesia, and it was moved to catheter treatment. Additional information received on 07-dec-2020 states that patient had recovered. No treatment was taken for the leaked cement. The sudden change in condition (decrease in blood oxygen concentration) was caused by air embolus and had no causal relationship with bkp according to the physician's opinion. The effect of cement leakage into the spinal canal was not yet clear at this point, but the movement of the foot has been confirmed at present. The reported back wall cracked was the pre-op diagnosis. There was extravasations and patient had no symptom. Cement stored at proper temperature(s) before a nd during the procedure (below 25 degree during storage; 23 +/- 1 degree for 24 hours prior to use). No malfunction of the cds system during use. Cement mixed for 30 seconds and mixer used. The cement was doughy and homogenous prior to delivery into the patient. B ack leakage was the patient adverse events associated with the cement. No delay in overall procedure time. No in-patient hospitalization or prolongation of existing hospitalization necessary. Bone cement implanted and remains in service. Labeling followed throughout the procedure. No health damage in the patient was reported. No further complications were reported.